Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and found a leak from the tubing through the vl5 near the sample access module. The fse replaced the tubing and verified instrument operation. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak from under the coulter lh 780 hematology analyzer and could not determine the source. There was no physical contact with the fluid. The user was wearing personal protective equipment (ppe) consisting of gown, gloves and goggles at the time of the incident. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No patient results were involved in this event.